Event description:
On august 8, 2006, the report/health care professional contacted lifescan alleging that the patient's one touch ultra meter was incorrectly set to "mmol/l." The medical affairs specialist spoke to the patient on august 14, 2006, to obtain/verify information. In 2006, the patient tested his fasting blood glucose level and was about to give himself insulin. Since he could not remember what the reading was, he attempted to go into the meter's memory, but was unsuccessful. The patient remembered pressing the "m" and "c" buttons but was not sure what he was doing. He then decided to retest and got a "26.3 mmol/l" which is equivalent to approximately "473 mg/dl." He saw the decimal point, but disregarded it and interpreted his reading as "264 mg/dl." Based on the result, the patient took 6 units of sliding-scale "novalog" insulin, plus 38 units of "lantus" insulin that he takes every morning. Prior to taking the insulin, the patient was already feeling weak and dizzy. At an unspecified time that same morning, his wife found him convulsing on the floor. She attempted to give him grape juice but was unsuccessful. She called the paramedics who arrived and obtained a blood glucose result from the patient at "28 mg/dl." It is unknown what the name of the device is that the paramedics used. They administered "IV glucose" and took him to the hospital for observation. He remained in the emergency room (ER) for 1 hour before being released. The patient could not recall what reading the ER obtained before he was discharged. The patient admitted that his blood glucose results did not have any decimal points up until he obtained the result of "26.3 mmol/l." He could not recall what reading he obtained that morning prior to getting the result of "26.3 mmol/l" or what reading he got the night before the event. The patient did not have symptoms until the day of the event also. The patient explained that he is supposed to take 1 unit of sliding-scale insulin for every 30 mg/dl above 150 mg/dl. The patient does not have a history of suffering from convulsions. The patient has hypertension. This complaint is being reported due to the following conclusions: the patient had symptoms of feeling dizzy and weak. He tested himself, got a result of "26.3 mmol/l," and interpreted the reading as "263 mg/dl." The patient took insulin based on the reading; he later was convulsing and was found to be hypoglycemic by paramedics who treated him with IV glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.